Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2024. On 12/02/2024, it was reported that the patient uses tandem tslim in modified closed loop. Her cgm was showing a reading of 42 mg/dl at the time. She was experiencing vomiting, dizziness, headache, chest pain, and was generally feeling very unwell. She did not have a glucometer to verify the cgm reading, so she decided to go to the hospital and went directly to the emergency room. She was tested and received a blood glucose result of 398 mg/dl, while her cgm continued to display 42 mg/dl. She was advised to inject insulin and was given fluids. After approximately 3 hours in the hospital, her blood glucose dropped to 85 mg/dl. She was then advised to go home, and no medications were prescribed. She stated that she was feeling better at the time she contacted us. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. When the patient had symptoms, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid when checked in the emergency room. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information became available.